Manufacturer narrative:
The t:flex user guide states, "your t: flex pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Customer reported blood glucose was in the 300 mg/dl range which was addressed by delivering a correction bolus via the pump. Customer reported that there had been no interaction with the pump for over 12 hours. Customer resumed insulin delivery successfully.